Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. It was also noted that the patient had another valve implanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model 3000tfx was implanted. Refer to MFR report # 2015691-2009-10001.

Manufacturer narrative:
Device not returned.